Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015. Prior to use, when the mesh package was opened, it was noticed that the foil package was pierced; the mesh was not used in the procedure since the sterility was compromised. There was no adverse patient consequence reported. Additional information has been requested.